Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 157 mg/dl. Customer stated that she put a new battery in and show got the battery out limit alarm. Customer cannot clear the alarm. Customer tried pressing esc and act, but it did not clear. Customer's blood glucose level was 50 mg/dl this morning. Customer did not take her usual snack before bad last night, which is why her blood glucose level was low this morning. Customer does not want to troubleshoot for low battery and blank display. Customer stated that the pump alarmed after a battery change. Customer will be sent a replacement battery cap. Customer's basal rates were checked and found to be accurate. Customer was told that the pump will function but the battery life will be shorter than expected. Customer was advised to monitor the pump. Customer does not wear a sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.